Event description:
Reporter indicated that pt underwent explanted of the ncp system due to suspected device malfunction. It was reported that the pt did not benefit from the vns therapy and that their seizures were actually worse after implant. Additionally, the pt experienced intermittent stimulation with certain neck movement and a sleep study reportedly showed that the pt became bradycardiac more than 200 times per night. The pt's device was susequently programmed to off and the pt reportedly experienced no seizures over an 18 month period of time since discontinuing stimulation and undergoing changes to their medication regimen. The pt later requested explant of the ncp therapy system.